Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure (event) observed during analysis.a partial lead with the connector pin measuring 35.4cm was returned for analysis. External insulation abrasion was noted at 22.0-22.8cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 28.3-28.5cm, 29.7-29.9cm, and 32.1-32.5cm from the connector pin, consistent with lead friction to another device or feature of the patient anatomy. The silicone insulation was intact at these locations.(B)(4).